Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient came into clinic for alerts due to non-sustained rv oversensing. Myopotential oversensing was noted on egms. Oversensing was not reproducible in clinic with isometrics. Programming changes were suggested. No further information was available.